Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/06/2025, it was reported by a sales representative via (B)(4) that an ar-7300ds dissector tip overheated. This occurred during use in a case with no patient effect reported. There was no burns to the patient. No delay to the case.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to improper surgical technique. Per dfu-0215-eo revision 1, proper irrigation is critical to ensure the device does not overheat during operation.